Manufacturer narrative:
(B)(4). Currently, it is unknown whether, or not the device may have caused, or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that screen had some segment, which was turning brown when tried to scroll the graph. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.